Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii. And moderate wrinkling. Patient later reported, capsular contracture, baker grade iii. And removal from textured to smooth, due to the concerns of the product. Patient additionally reported, rupture. The device has been explanted.

Event description:
Patient additionally reported rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6. H.6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii and moderate wrinkling. Patient later reported capsular contracture, baker grade iii and removal from textured to smooth due to the concerns of the product. Patient additionally reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on posterior assessed as fold flaw opening. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/jul/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "implant removal from textured to smooth due to the concerns of the product."

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii and moderate wrinkling. Patient later reported capsular contracture, baker grade iii and removal from textured to smooth due to the concerns of the product. Device remains implanted.